Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having recent hypoglycemia, and that their doctor wanted them to start using sensors again to treat it. The customer reported twice being hospitalized for the low blood glucose events, the most recent time being (B)(6) 2014. The customer reported a blood glucose value of 40 mg/dl. From 2 nights before the call with the helpline, no hospitalization. The customer stated that kidney complications made it difficult for their body to metabolize properly. The customer was initially calling to report difficulty with charging their transmitter. The customer was sent a replacement charger as a courtesy. No further information was provided.